Event description:
It was reported to boston scientific corporation that a wallflex enteral colonic stent device was used during a colon stenting procedure performed on (B)(6) 2012. According to the complainant, the indication for the procedure was to treat a splenic angle neoplasia (malignant stricture) due to adenocarcinoma. Reportedly the patient's anatomy was torturous. During the procedure, while deploying the stent, the handle detached from the delivery system and the stent could not be deployed. The stent could not be reconstrained, and was removed from the patient approximately 30% deployed without harm to the patient (the stent and endoscope were removed together). The procedure was completed with another wallflex enteral colonic stent device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4) for the reported issue of stent partially deployed. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a wallflex enteral colonic stent device was used during a colon stenting procedure performed on (B)(6) 2012. According to the complainant, the indication for the procedure was to treat a splenic angle neoplasia (malignant stricture) due to adenocarcinoma. Reportedly, the patient's anatomy was torturous. During the procedure, while deploying the stent, the handle detached from the delivery system and the stent could not be deployed. The stent could not be reconstrained, and was removed from the patient approximately 30% deployed without harm to the patient (the stent and endoscope were removed together). The procedure was completed with another wallflex enteral colonic stent device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
A visual examination of the returned device found that the stent was partially deployed by approximately 40mm. The outer sheath had detached from the distal handle and both the proximal, distal and stainless steel handle were not returned. The outer sheath was accordioned at its proximal end and at 75mm and 100mm from its proximal end. During analysis it was not possible to fully deploy the stent due to the condition of the returned device. The shaft was dissected at the proximal end of the clear outer sheath, the distal end of the inner lumen and stent were withdrawn from the outer sheath. No issues were noted with the profile of the inner lumen or deployed stent. Some resistance was met during withdrawal of the proximal end of the inner lumen. The outer sheath was dissected longitudinally and it was noted that some of the polytetrafluoroethylene (ptfe) coating had detached from the inside of the outer sheath. No other issues were noted with the device. A review of the device history record (DHR) was performed, which confirmed that the device met all manufacturing specifications. A review of complaint history for the reported lot number was performed and concluded there were no other complaints reported for this lot. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label. Based on the condition of the returned device and the evaluation conducted, a definitive root cause for the reported failure could not be determined; therefore, the root cause classification is undeterminable. The review and analysis of all available information fails to indicate a root cause or probable root cause for the reported event.